Event description:
It was reported that a dexcom g7 continuous glucose monitor intermittently lost communication with the ilet pump, occurring once every few weeks and sometimes lasting longer than half an hour, with the responsible device not identified and the cgm later reconnecting; the medical device problem was characterized as intermittent communication failure and involved the antenna/electrical-magnetic components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed an interoperability problem between connected components consistent with intermittent communication failure associated with the antenna/electrical-magnetic elements. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.